Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 28-nov-2023 and forwarded to millyard advanced medical products, llc on 29-nov-2023. The patient reported their pump was off all night due to an unspecified pump issue. The patient then turned their pump on in the morning, causing them to black out and be hospitalized for four days. While they were hospitalized, their physician decreased their remodulin dosing. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.